Event description:
The filter's limbs were entangled upon deployment. The filter was not anchores and drastically tilted. The dr was unable to remove the filter with a recovery cone. The dr and his partner utilized two 11fr catheters to remove the filter. A new device was placed.